Manufacturer narrative:
Section h10: (h1) according to the manufacturer¿s failure analysis of similar complaint reports, and considering the provided photographs, the revision reported in experience c2018-686 may have been the result of an overloading the insert in situ, leading to the fracture of the insert. However, according to ceramtec, no conclusion can be drawn regarding a possible cause for the fracture of the insert because it was not made available for evaluation. After further review of additional information received the following section(s): b3, g7, and, h1 have been updated accordingly. Section(s): no information has been provided: a2, a3, a4, a5, b6, b7, d4, d6, d7, d11, e4, g5, h4. Section h11: corrections made in the following section(s): (b3) date of event.

Manufacturer narrative:
According to the manufacturer¿s failure analysis of similar complaint reports, and considering the provided photographs, the revision reported in experience c2018-686 may have been the result of an overloading the insert in situ, leading to the fracture of the insert. However, according to ceramtec, no conclusion can be drawn regarding a possible cause for the fracture of the insert because it was not made available for evaluation.

Event description:
Index surgery: (B)(6) 2017. Patient¿s hip began squeaking (B)(6) 2018 and had some discomfort. There was a delay of approximately 30 days, surgery was on (B)(6) 2018 delay due primarily to insurance authorization issue. This delay had no apparent adverse effect to patient. Revised on (B)(6) 2018 due to fractured ceramic liner. Patient was stable throughout the surgery and afterwards.

Manufacturer narrative:
Pending evaluation. Associated with 1038671-2018-00827.

Event description:
Index surgery: (B)(6) 2017. Patient¿s hip began squeaking (B)(6) 2018 and had some discomfort. There was a delay of approximately 30 days, surgery was on (B)(6) 2018¿delay due primarily to insurance authorization issue. This delay had no apparent adverse effect to patient. Revised on (B)(6) 2018 due to fractured ceramic liner. Patient was stable throughout the surgery and afterwards.